Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surgery was extended 120 minutes due to implant-implant connection problem.

Manufacturer narrative:
Visual inspection of the returned devices revealed there is little damage to the cup and liner. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.